Manufacturer narrative:
No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Additionally, device history record reviews could not be requested as specific part and lot numbers for the associated devices were not provided. No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Review of manufacturing records has been requested.

Manufacturer narrative:
Of the 1 devices reported 0 devices were received for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range: (B)(6). Patient¿s weight range: (B)(6). Gender: 0 female, 1 male, and 0 unknown.

Event description:
Patient¿s weight range ¿ 63.0 kg.